Event description:
This patient presented as a level 1 trauma. In the process of placing ivs, non-dehp standard bore extension sets were used. Code blue was called, and while attempting to use the rapid infuser we were unable to remove any of the hubs from the extension sets (required in order to rapidly infuse). Even with forceps the hubs would not come up from the extension sets. This caused a delay in rapid infusing (although blood was given at a reduced rate of speed). No harm to patient. I did look at all the extension sets involved and they are all from one lot#. I also checked sets from other floors and the ones that had the same lot#. I was unable to remove hubs. On 3icu there was a different lot number and these hubs removed without difficulty. Defective lot: (01)00085412475400, lot (10)r18j18077.